Manufacturer narrative:
Corrected data: work order search: should have been recorded on initial MDR. No similar complaints were reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in a vial. Visual inspection found the lens missing a piece of haptic. Claim # (B)(4).

Manufacturer narrative:
Concomitant medical products: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Visual inspection of the returned product found a piece of one haptic torn off. (B)(4).

Event description:
The reporter indicated the surgeon loaded a cc4204a collamer single piece lens, +21.5 diopter, into the cartridge and the lens was damaged as it was expressed in order to be reloaded. There was no patient contact or injury. The surgeon changed the model of lens implanted. The reporter was unable to provide any additional information.